Event description:
It was reported that there was a clock battery failure which was found during testing. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a damaged battery compartment. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.